Event description:
It was reported that during a surgeon training, after planning two knees (one journey cr tka and one legion cr tka) with equal flexion and extension gaps, got two knees with shallow anterior cuts and heavy posterior cuts. It was if the plan translated completely and was executed incorrectly. The legion case even finished with an insanely light tibia cut and a 25 degrees flexion contracture. Per investigation, planning equal flexion and extension gaps does not mean that the resection depths will be the same anteriorly and posteriorly. Since this occurred during a training, it is likely that the user selected the point for knee center as where an im rod would be placed in a manual procedure; however the knee center that is selected is the geometric center of the knee. If the knee center was incorrectly selected, then it would impact how navio initially places the implant. It was also found during the free collection screens that there were many extra points that were taken. While most of the extra points were grey, indicating that they were not used to create the bone mesh, it is also possible that the bone mesh was not accurately formed and that some of the extra points were used to calculate the bone mesh. It was also found in the screenshots that the anterior cut was not confirmed with the plane visualization tool. It is recommended check with it to ensure that saw cuts are executed as planned.

Manufacturer narrative:
The device was intended to be used in treatment. DHR review found that the software version has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "recovery procedure guidelines" section. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were evaluated. Review of the log files did not find any issues with the software. Discussion with the service manager found that there were no issues with the camera found during preventative maintenance. It was noted in the field report that the implant was equally planned in extension and flexion, however the resection depths were not on during the planning sections so we cannot confirm this. Also, planning equal flexion and extension gaps does not mean that the resection depths will be the same anteriorly and posteriorly. This event occurred during a surgeon training lab, and it is likely that the user selected the point for knee center as where an im rod would be placed in a manual procedure; however the knee center that is selected is the geometric center of the knee. If the knee center was incorrectly selected, then it would impact how navio initially places the implant. It was also found during the free collection screens that there were many extra points that were taken. While most of the extra points were grey, indicating that they were not used to create the bone mesh, it is also possible that the bone mesh was not accurately formed and that some of the extra points were used to calculate the bone mesh. It was also found in the screenshots that the anterior cut was not confirmed with the plane visualization tool. It is recommended to check with it to ensure that saw cuts are executed as planned. The malfunction was due to a user error.